Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The customer tried restarting the machine multiple times, but the problem continued. They eventually performed a shutdown using the isolator, and the system operated. Upon troubleshooting, fse reviewed the log files and found the flexvision pc could not connect within 300 seconds. To resolve the issue, fse replaced the flexvision pc and hard disk, installed the operating system and application software, and reconfigured the flexvision setup. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the device onsite and replaced the flex vision pc and the hard disk. The system was returned to use in good working order.